Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode presented to the emergency room (ER) after receiving an inappropriate shock while sitting on the edge of a pool. Review noted noise which could not be reproducible for longer than 1 beat. The smart pass feature had been disabled and has since been re enabled. Automatic setup was run in which primary vector was chosen. It was noted there was a similar event prior to this in which t waves were being oversensed. Technical services (ts) recommended programming to secondary and monitoring. This electrode remains in service. No adverse patient effects were reported.